Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect and no stimulation sensation. Patient was having acute pain in their low back in l1 and l2. It was noted the patient's implantable neurostimulator (ins) had not been working for 4-5 years. The patient had been unable to charge their ins due to getting an error message. The patient was unsure of what the message was that they were receiving. The patient had not tried using stimulation since then. The patient threw their back out and was in need of the stimulation therapy again. It was noted when the patient first had the ins implanted they were on a lot of pain medications and the patient became addicted. The patient noted they had been clean for four years and can only take ibuprofen which is why they wanted to use the stimulator again. It was noted the patient could barely walk. Patient did not have a follow up health care provider and no longer had insurance. This was also noted as a reason why the patient had not reported the error codes and had stopped using the therapy. The patient changed batteries on the programmer before checking the ins. The patient was unable to adjust the stimulation and was seeing a poor communication screen. It was noted the recharger needed to be recharged. When the patient plugged the recharger in it appeared to be charging. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the implantable neurostimulator (ins) had fully died a year after it was implanted and she had not used it since. There was a loss of therapeutic effect. The patient was wondering if she would have to have the battery replaced or what she would have to doto start using stimulation therapy again. The patient was addicted to pain killers but was clean now and wanted to start using the stimulator. The patient was advised to check with a healthcare provider (hcp) to see if the ins could be restarted. The hcp could do testing and see if the ins could possibly be restarted and the leads might be able to be reused. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v008196, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 355029, lot# n059020, implanted: (B)(6) 2006. Product type: accessory. (B)(4). F